Manufacturer narrative:
Based on the claim against the product by the customer noting no battery backup message regarding the patient side cart (psc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified batteries needing replacement based on the system power manager (spm) status. The fse also found consistent 417 errors on power supply (ps) 2 at startup. The fse replaced psc battery and power supply switcher to resolve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci products involved with this complaint to perform failure analysis (fa). The psc battery was analyzed and fail to power up the psc due to an error 816 during the battery test. The power supply switcher was analyzed and found to have an error 417 during power up. The complaint regarding low battery error message was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was a "no battery backup" message on the system screen. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found errors 824, 816, and 858 pointing to a low capacity in the patient side cart battery. The tse informed the customer that system operation was normal as long as the patient side cart (psc) did not lose the ac power. The tse also mentioned that it would likely take several hours for the psc battery to fully charge, and that the psc would power off due to low battery if the psc lost the ac power. The tse advised customer to make sure the psc ac power cord stayed plugged in tight and secure. The surgeon was continuing with the procedure robotically. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but was unable to confirm if the system functionality was checked upon powering on the system and if the system initially powered on without errors. The procedure was completed robotically using the ac power. There was no injury to the patient.